Manufacturer narrative:
The pump was programmed with the correct time and date, and was monitored. No time clock anomaly was noted. The pump passed the error, basic occlusion, occlusion, prime, excessive no delivery, displacement, and self tests. No prime or rewind anomalies were noted. However, the pump had minor scratches on the lcd window, a cracked case at the reservoir tube window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the insulin pump was not completing the rewind process and the time reset itself. Caller reported that the insulin pump had not returned any alarms. Most recent blood glucose level at the time of the call was 320 mg/dl. Caller declined troubleshooting for high blood glucose levels. No further information was provided.